Event description:
During a customer experience survey a patient reported they had an infection with peritoneal dialysis (pd) therapy. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: in a customer experience survey, it was reported this patient experienced infections with pd. No further information is available pertaining to this patient and/or the reported event(s). Based on the available information, there is no allegation or objective evidence that reasonably suggests any fresenius device(s) or product(s) caused or contributed to an adverse event or serious injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a customer experience survey a patient reported they had an infection with peritoneal dialysis (pd) therapy. Additional information was requested, however to date has not been provided.